Event description:
On 04/23/2021, hcp reported to company sales representative that the patient had pdo threads implanted on (B)(6)2021, and three weeks post-treatment patient reported a pimple-like bump when they put their fingers to it, the patient was able to pull out a piece of the pdo thread. The patient is a physician and is doing fine, with no other symptoms or complaints.